Event description:
It was reported that the physician's dell x5 handheld screen was continuously freezing, and had to reseat the software flashcard in order to continue usage of the vns software. Reseating the flashcard did resolve the issue temporarily. Good faith attempts to obtain further details on which screen the handheld was freezing have been made, however, no further info has been received to date. At this time, the software flashcard and handheld are not going to be returned to manufacturer for analysis.